Manufacturer narrative:
Investigation completed: review of the rp 500 instrument s/n 39970 data files show that over the life of the cartridge, the instrument detected a quaternary ammonium compound several times which is a sodium sensor interference, as described in rp500 operator manual; substances like benzalkonium chloride and chlorhexidine are not recommended. The exposure to these types of compounds destabilizes the sodium sensor and results with sensor drift and slope errors. Some disinfectant/exterior cleaners and skin puncture site disinfectants, particularly containing quaternary ammonium compounds (qac), are known to affect sodium as described in the rp500 operator's guide (rev 2) and customer bulletin 2018-10 (cust-00445-edg). The magnitude of the effect is based on the amount of the material drawn in with the blood during syringe sample collection or at the sample luer area. The customer stated they changed the measurement cartridge and have not had any additional discrepant na results. They have educated the staff about using the proper cleaning agents. This MDR is being filed with an abundance of caution due to the fact that the customer stated there were two or procedures that were delayed.

Event description:
The customer reported discrepant low sodium results on two patients run on the rp 500 when compared to a non-siemens lab instrument. The customer stated that both patients had delayed or procedures due to the low results. Patient #1, delayed procedure: laparoscopic peritoneal dialysis catheter with remote extension with exit on chest. Patient #2, delayed procedure: transurethral resection of bladder tumor. Both procedures were delayed for approximately one hour. There was no injury to the patients due to this event.